Event description:
It was reported by service report that there was a loss of motor controls and the power cord was missing its ground prong. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: fowler set screw out of adjustment. Conclusion: fowler set screw re-adjusted.